Event description:
Additional information from the patient's medical records state that following an on the job injury and failed conservative treatment, the patient underwent surgery for partial corpectomy of c5-6 with bilateral osteophytectomy, foraminotomies, radical removal of posterior longitudinal ligament and the superior 50 percent of c6 to remove inferiorly migrated large free fragment disc compressing spinal cord. Anterior arthrodesis was done at the c5-6 partial corpectomy site with titanium anterior plate and 16mm screws and tricorticate structural autograft. Approximately 104 months post-op the patient underwent a revision surgery due to failed fusion c5-c6 with failure of the fusion hardware and fracture of screws, and herniated discs at c4-c5 and c6-c7 with instability. The previous hardware was removed. The broken fragment of the screw was left in th0e patient. The decision was made that it would have been too traumatic to the vertebra to remove the fragment. Partial corpectomies were done at c4, c5, c6, c7 for decompression of the spinal sac and nerve root sleeves and arthrodesis at c4-c7 with cages, bone graft, and anterior plate.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's attorney that the patient underwent cervical spine surgery for implant of anterior cervical plate and screws. It was reported that approximately 8 1/2 years post-op, the plate and screws fractured and failed. As a result of the hardware failure it is alleged that the patient suffered several personal injuries and severe exacerbation of pre-existing injuries which resulted in two revision surgeries.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.